Manufacturer narrative:
On (B)(6) 2021 the customer alleged the pump got wet and is over heating. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The pump passed the functional tests, including the self-test, active current measurement, self test and displacement test. However the pump failed sleep current measurement due to corroded battery tube assembly. The pump was monitored for several hours. No unexpected device heating up noted during testing. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open and no moisture on electronic only battery tube assembly per visual inspection. In summary, the pump failed sleep current measurement due to corroded battery tube assembly. No unexpected device heating up noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was asking for battery replacement even after. Customer had installed new battery. Customer stated that the device and the battery was heating up and the device got wet up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis..